Event description:
It was reported that while implanting the intraocular lens (iol) the patient had a chamber collapse and loss of the posterior capsule requiring an uplanned vitrectomy where sutures were required. The iol had become dislocated and the patient was sent to a retina surgeon for the iol removal and sutures. No further information was provided.

Manufacturer narrative:
(B)(6). A review of the manufacturing records for this intraocular lens (iol) showed the lens was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Additional information obtained stated that the patient underwent a cataract surgery and was known to have rupture of the posterior capsule and posterior dislocation of the intraocular lens (iol). The patient had significant corneal edema at the time of the initial presentation along with secondary glaucoma. It was stated that the patient had a follow-up surgical procedure on (B)(6) 2012, by (B)(6), whereby the intraocular lens was located in the inferior vitreous stuck to the retina. The patient underwent a pars plana vitrectomy and retrieval of the posteriorly dislocated intraocular lens. Prolene sutures were used to anchor the lens posteriorly. The patient was returned to the recovery room in good general condition. All pertinent information available to abbott medical optics has been submitted.